Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the clave may be inhibiting blood return or potentially contributing to reduced flow with the 5-fu home pumps. In cases where blood return was an issue, removing the clave resolved it immediately. While we can't definitively link the clave to the slow pump flow, nursing teams have considered it as a possible factor after ruling out other causes.